Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated for the past 10 days, ranging from the high 100s to the low 300s mg/dl. The customer treated by initially administering a correction bolus, then an insulin pen, and the issue resolved.